Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported after the hf sensor implant procedure during calibration low signals (waveforms) were observed. Troubleshooting was attempted multiple times at different time frames to no avail as the sensor was detecting low signals. The sensor was confirmed to be at an initial implant location. The patient will follow up with a physician as a next course of action. No additional information is available at this time.

Event description:
Additional information received that the patient¿s sensor was checked for the accuracy of the cm readings via echocardiogram on (B)(6) 2018. The reading from the echo was comparable with sensor readings. Reportedly, no recalibration was needed and accurate readings were observed under the manufacturer's patient care network database.